Manufacturer narrative:
(B)(4).

Event description:
It was reported during bph procedure; fiber "forward firing" was observed. The procedure was completed using second fiber. Patient outcome: "stable" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: 270,000 joules of use and 30 minutes expended; side direct beam noted. The fiber tip (cap) was not cleaned during the procedure.